Manufacturer narrative:
The pt is currently being monitored and the planned revision is in (B)(6) 2014. Once more info is received, an updated report will be submitted. Zimmer ref # (B)(4).

Event description:
It was reported that the pt received a winterthur knee generic on an unk date. The puncture performed on (B)(6) 2013 confirmed metallosis. A planned revision surgery is scheduled in the month of (B)(6) 2014 due to loosening and metallosis.